Event description:
The following has been reported: "pump not infusing. Error message 35-0010. Fortunately, the noradrenaline infusion was running at low rate and the patient maintained the blood pressure." Error 35 is defined as a motor period issue within the technical manual. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. Despite several functional tests, the reported event could not be reproduced. Downstream sensor was calibrated as a precautionary measure. Performed full function check as per qc and est. Unit passed all tests completed quality assurance (qa) as per manufacturers specification and electrical safety tests (est) according to australian standards (as/nz3551:2012). However error 35 is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example : changed by <110% for rates of 0.1 to 0.7 ml/h. Upon investigation of the previous cases about error 35, it was confirmed that this issue is linked to the pump embedded software. Corrective actions have been implemented and a fix will be released in july 2023. Meanwhile, as a recommendation, a workaround might be to stop the infusion before changing the flow rate and restart the infusion or considering using a syringe pump which is more appropriate for such low flow rates. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.